Manufacturer narrative:
An event of atrioventricular (av) heart block during implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. A temporary pacemaker was inserted was device implanted successfully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on 23 august 2024, an 8mm amplatzer muscular vsd occluder was chosen for implant to close a ventricular septal defect (vsd) using a non-abbott delivery system. The vsd was described as a gerbode defect. During deployment of the device, the patient developed an atrioventricular (av) heart block. A temporary pacemaker was inserted. The device was successfully implanted. The heart block resolved on the same day. The patient status was reported as stable. The patient was discharged with a heart monitor.